Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead needed to be repositioned after dislodging from the original position during the implant. The physician reported that the lead was "tight" inside the 8 french. It was also reported that the physician had difficulty advancing the lead. The lead remains in use. No patient further complications have been reported as a result of this event.